Event description:
The test strips not giving reading. Patient gets error message. Pt states after blood placed on strip, blood starts to draw up the strip but then stops before getting to the end. Patient using same blood sample size as always. Dose: used to test glucose, twice daily. Dates of use: 2005 till present. Diagnosis: type ii diabetes.